Manufacturer narrative:
This follow-up report is being submitted to correct section d3 manufacturer name, city and state, from 3m health care to 3m company.

Manufacturer narrative:
This follow-up report is being submitted to correct section d4 model # from blank to 24355, and section d4 unique identifier (UDI) # from (B)(4) to ni.

Manufacturer narrative:
H10: the device has not been returned to 3m for analysis. 3m is unable to verify the leak, identify exact location and root cause without the sample and leak location. Possible causes of leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. 3m will continue to monitor.

Event description:
A hospital alleged the tubing of 3m¿ ranger¿ blood/fluid warming high flow set, 24355 leaked in three different areas while priming the tubing with normal saline for a blood transfusion. No patient or staff injury was alleged and no medical interventions were required.